Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission. Review of transmission revealed that the implantable cardioverter defibrillator had myopotential oversensing. Programming changes were discussed. No programming changes were made. Patient was stable.